Manufacturer narrative:
Additional devices listed in this report: unknown 5.0 screw x5 qt. 4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
It was reported that patient had painful hardware removed due to pain.

Manufacturer narrative:
The evaluation revealed the tibia nail to be the primary product. Physical examination was not performed as the device was not returned for investigation due to hospital policy. No deviations were found during review of the manufacturing and inspection documents (DHR). The tibia nail was documented as faultless prior to distribution. According to the date of manufacturing (oct 2002) and the date of distribution to the us ((B)(6) 2002) the nail could have been implant in between 8,5 if implanted closely to end of shelf-life) and 14 years (if implanted right after distribution to the us). Evaluation revealed no deficiency of the device. An exact cause of pain could not be determined based on the available information but is regarded to be rather patient related with respect to the long implantation period.

Event description:
It was reported that patient had painful hardware removed due to pain.